Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('double over in pain/pain') and genital haemorrhage ('2 yrs of bleeding 20days month/ bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("infection in bladder") and pain ("excruciating pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2015 and hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, cystitis and pain outcome was unknown. The reporter considered cystitis, genital haemorrhage, pain, pelvic pain and weight increased to be related to essure. The reporter commented: essure removed on (B)(6) 2012 and hysterectomy (B)(6) 2015. Concerning the injuries reported in this case, the following one were described in patient¿s social media: cystitis and medical device removal, pelvic pain, genital bleeding quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: pelvic pain event outcome was changed. New reporter was added. On 23-mar-2020: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('double over in pain/pain') and genital haemorrhage ('2 yrs of bleeding 20days month/ bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("infection in bladder") and pain ("excruciating pain "). The patient was treated with surgery (essure removal on (B)(6) 2012 and hysterectomy on (B)(6) 2015). At the time of the report, the pelvic pain, genital haemorrhage, cystitis and pain outcome was unknown. The reporter considered cystitis, genital haemorrhage, pain and pelvic pain to be related to essure. The reporter commented: essure removed on (B)(6) 2012 and hysterectomy (B)(6) 2015 concerning the injuries reported in this case, the following one were described in patient¿s social media: cystitis and medical device removal, pelvic pain, genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu4, fu5, fu6, fu7 processed together:event medical device removal was updated to pelvic pain and 2 yrs of bleeding 20days month/ bleeding and excruciation pain events were added. Reporters added. On 20-mar-2020: fu4, fu5, fu6, fu7 processed together: on 20-mar-2020: fu4, fu5, fu6, fu7 processed together: on 20-mar-2020: fu4, fu5, fu6, fu7 processed together: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed (B)(6) 2012 then 3 more years of e-hell atill and hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cystitis ("infection in bladder"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal and cystitis outcome was unknown. The reporter considered cystitis and medical device removal to be related to essure. The reporter commented: essure removed on (B)(6) 2012. And hysterectomy (B)(6) 2015. Concerning the injuries reported in this case, the following one were described in patient¿s social media: cystitis and medical device removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Event essure removed (B)(6) 2012 then 3 more years of e-hell atill and hysterectomy were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.